Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that the complaint was unverified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) antenna was overheating and was getting the temperature gauge. The patient stated they noticed it was taking the ins longer and longer to charge. The patient stated they had a fall and injured their knee but the injury and subsequent MRI are unrelated to the event. A replacement insr was sent. It was reviewed falls could cause the device to shift or move and affect charging. The patient was recommended to monitor their charging after receiving the replacement insr and discuss with their healthcare professional (hcp). No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.